Event description:
This report is based on information provided by local philips customer support personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the philips hs1 defibrillator that the customer reported the devices pad cartridge pins broke off.